Manufacturer narrative:
(B)(4). The patient was ¿just about over¿ the previously reported peritonitis event and had discontinued intraperitoneal vancomycin therapy on an unreported date in the same month as the initial report was received when the patient experienced manifestations of a recurrence/relapse of the previously reported peritonitis event. Ten days prior to the receipt of this additional information; a recurrence/relapse of the previously reported peritonitis event was manifested by ¿sickness¿, diarrhea, and then cloudy effluent two days later. It was reported that the cause of the initial and recurrence/relapse peritonitis event was due to the non-baxter healthcare corporation peritoneal dialysis catheter, but this was unable to be verified and the cause is assessed as unknown. On an unreported date, the patient restarted treatment with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and ciprofloxacin tablets orally (dosage, frequency, and duration not reported) for the recurrence/relapse peritonitis event. It was not reported if dianeal therapy was ongoing. The peritoneal dialysis catheter was scheduled to be removed eight days after the receipt of this additional information. It was reported that the patient would remain off of peritoneal dialysis therapy until ¿all tests were cleared¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. Extraneal therapy was ongoing. The patient was not recovered from the peritonitis event. No additional information is available.